Event description:
It was reported that during prepping the iab for insertion, the balloon began to unwarp. Due to this situation, the iab became caught in the introducer sheath. The assembly was removed and replaced without any patient complications.